Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. . The sensor was inserted into the abdomen. On (B)(6) 2024 , the patient experienced blurry vision and headache. The cgm was reading around 100 mg/dl and the blood glucose reading was around 400 mg/dl. The patient called an ambulance and the bg by emergency medical services was also 400 mg/dl. The patient was hospitalized for 2 days and treated with basal and bolus insulins until the hyperglycemia improved to 200 mg/dl. The insulet omnipod5 was stopped during hospitalization. At the time of the call, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).